Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f exoseal vascular closure device (vcd) failed to release and detach from the device. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach, and the physician was certified in the use of exoseal vcd. Prior to use, there were no visible signs of device or packaging damage. The introducer sheath details, including manufacturer, model, and size, were not specified. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees. Vessel diameter was confirmed to be =5 mm, with no visible calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before exoseal deployment, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deployment button was fully pressed flush with the handle, but after device removal from the patient, the plug did not detach from the exoseal vcd. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever fully depressed, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. No anomalies related to the reported event were observed. A dimensional analysis of the delivery shaft inner diameter was not required for this investigation, as the functional evaluation was successfully performed without anomalies. Therefore, no further dimensional verification was conducted. A high-magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿, was not observed through analysis of the returned device as the deployment lever was able to be depressed with full plug deployment. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the plug not being deployed reported since the returned device did not match the event description. It was reported that deployment button was fully pressed. However, the device was received with the deployment lever not depressed. It is unknown what issue the customer may have experienced with this product. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) failed to release and detach from the device. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach, and the physician was certified in the use of exoseal vcd. Prior to use, there were no visible signs of device or packaging damage. The introducer sheath details, including manufacturer, model, and size, were not specified. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees. Vessel diameter was confirmed to be =5 mm, with no visible calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before exoseal deployment, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deployment button was fully pressed flush with the handle, but after device removal from the patient, the plug did not detach from the exoseal vcd. The device is being returned.